Event description:
Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Patient records have been received and reviewed but did not identify a root cause for the reported problem. Based on the inability to determine a root cause, the need for corrective action was not indicated. On an on-going basis pinnacle mom devices are monitored through sep 1405, post market surveillance. A need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patients surgeon reports that he suspects metal-on-metal synovitis. Update: 4/24/12- litigation papers received. They provided information that allowed us to find an invoice. Part/lot were updated and the MDR decision was reversed. Dor: (B)(6) 2011.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Patient records and x-rays have been received and reviewed but did not identify a root cause for the reported problem. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.